Manufacturer narrative:
The reported issue was addressed with phone support. The customer replaced the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed that the image was flipped when using the 30 degree endoscope (s/n (B)(6)). The endoscope up and down selections did not work. The customer had attempted to reseat the endoscope without resolve. The customer obtained a second endoscope and installed it on arm 3 to resolve the issue. The procedure was completing as planned with no reported injury.